Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). Trade name gentamicin sulphate. Active ingredient(s) (B)(4). Dosage form - powder. Strength (B)(4) in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had a right total knee arthroplasty to address osteoarthritis. Competitor components along with depuy cement were used during this procedure. (Part/lot page 3 of 6) on (B)(6) 2020, the patient had a right revision total knee arthroplasty to address failed right total knee arthroplasty, osteolysis right femur. Preoperative radiographs were reported to show possible anterior placement of femoral component leading to mid flexion instability. A preoperative bone scan/work up was negative for infection, but highly likely for loosening due to increased activity on bone scan. During the procedure the surgeon observed osteolysis over the lateral femoral condyle which was debrided. The surgeon also stated that the extra medullary alignment guide for the tibia was utilized, with the cut planned just below the level of the tibial component prior to the stem. The tibial component was then sawed at the level of the tibial cut, the remaining polyethylene stem was noted to be loose and was retrieved with a pointed tenaculum clamp. Competitor components, including competitor cement were used during this procedure. Doi: (B)(6) 2014 dor: (B)(6) , 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.